Event description:
The patient has two leads (from the same lot). It was reported the patient is no longer receiving adequate coverage. Reprogramming did not resolve the issue. An impedance check revealed invalid contacts. The patient will follow-up with an sjm representative on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.